Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify rewind, prime or fill and battery out limited due to unresponsive button. No button error alarm during testing. The motor was tested outside of the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 456 mg/dl. Customer experienced symptoms such as dry mouth. Customer stated insulin pump and buttons were not working. Customer stated they were stuck in rewind process, did not get through the fill tubing process. Customer was assisted in clearing battery out limit alert. Customer declined troubleshooting. The insulin pump will be returned for analysis.